Event description:
It was reported to philips that the geometry movements were unavailable. The customer restarted the system and it failed to startup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in oncology procedure when the issue occurred, and the procedure was completed as planned because xray was no longer needed to complete. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement was not possible. Review of log files confirmed the reported malfunction. Upon investigation, fse identified the fault in l2 input power connection. Fse re-terminated the power connection and verified the system operations. After re-terminating the l2 input connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.